Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels at 270, 360, and 200mg/dl. Elevated bgs were treated via manual injection. Tandem technical support discussed factors which could cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.